Event description:
Philips received a complaint on the intellivue guardiansoftware indicating an alert was not generated for an oxygen desaturation. The issue occurred following a pet scan the previous day, after which clear clinical deterioration occurred. The patient exhibited increasingly frequent and severe oxygen desaturations, with saturation levels dropping into the 70s, accompanied by cyanosis and pallor. Nursing staff had been instructed to monitor the patient hourly due to these risks. The patient's condition had continued to decline throughout the evening, with spo2 values dropping around 50%; however, only one alert occurred around 21:18. No further alerts were generated throughout the remainder of the evening and overnight, despite critical and abnormal values. During the night at approximately 01:00, staff noticed signs of acute deterioration, but the system did not generate a notification. At the nursing station, the spo2 value was 74% and by the time staff had reached the patient, spo2 was 66%. The patient was cyanotic, pale, and had not called for help. It was indicated the patient was wearing a wearable viqtor device that communicated with the guardian software and was located in the general ward of the pulmonary unit. The guardian software was being used as the primary source of notification. The following was indicated 'there was no critical outcome for the patient, as the nurse was very alert and monitored the patient frequently rather than relying solely on the notifications from guardian. The patient therefore still received the proper care, although the nurse could have detected the deterioration earlier if.

Manufacturer narrative:
A philips product support engineer (pse) evaluated the logs and determined that there was no issue with the device. If was found that the algorithm performs fine as expected i.e. It uses the live data to generate notifications. This is in line with the intended use of guardian. The customer noted they were using the guardian as a primary method of notification, which is off label. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.